Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for short v-v intervals and non-sustained ventricular tachycardia episodes. In addition, the rv lead exhibited varying pacing impedance depending on arm position. It was noted that the patient¿s heart function had improved so the rv lead shocking capability was programmed off. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.